Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluation was performed. Evaluation confirmed the reported air in line alarms through the history log, but could not reproduce them. The device was operating out of specification with respect to the reported symptom, with low fluid readings on the upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced false air-in-line alarms during therapy. It was also reported that there was no patient injury.